Manufacturer narrative:
Correction h8: usage of device: remove initial use of dev and replace with reuse h11: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. The service history evaluation was performed, and no issues were found during previous servicing related to the reported problem. The event history log was checked and it was confirmed that system error e20198 occurred. The sample analysis was performed and the device was found to meet specifications for the reported issue. There was no device malfunction found that could have caused or contributed to the reported condition. The reported condition was not verified. The device was found to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya had a high priority alarm 20198. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.